Event description:
It was reported that upon inspection it was observed that the weld has broken at the bottom of the hand rail and the side rail cannot be latched up. No adverse consequences were reported.